Manufacturer narrative:
(B)(4). Concomitant medical products: 14-103656, univ 2-hole shl 56mm lnr sz 24, 619240, ep-105994, epoly 36mm rlc lnr mrom sz24 ze 24, 882430, 51-106120, tprlc 133 mp type1 pps so 12.0, 3455265, unknown, unknown screw, unknown, unknown, unknown screw, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that following a procedure the patient reported experiencing problems walking about, problems with washing/dressing self, problems with usual activities, and moderate pain during the six-month follow-up. Additionally, during a one-year post-operative follow-up, it was reported that the patient continued to experience problems walking about, problems with usual activities, and moderate pain. Attempts have been made and additional information on the reported event is unavailable.